Manufacturer narrative:
This report is submitted on march 21, 2018, (B)(4).

Event description:
It was reported that the patient experienced chronic infections at the abutment site. Revision surgery is scheduled; however, yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.